Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, broken battery tube threads and the missing end cap sticker. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump sustained a crack to its case at the battery compartment and had a loose drive support cap. The caller stated that the drive support cap had not been pressed while the user was connected to the insulin pump. The customer's blood glucose was 157 mg/dl. The caller did not know how the damage occurred to the device. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.